Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin gauge was inaccurate. Reportedly, the customer loaded a new cartridge to resolve the issue. In addition, it was reported that the customer experienced an elevated blood glucose (bg) level, value was not provided. Customer declined to further troubleshoot with tandem technical support.